Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. (B)(6). Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Device history review: manufacturing site: (B)(4) - manufacturing date: september 9, 2010 no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product investigation summary: the investigation of the returned article shows that the tip of the ¿synream flexshaft¿ is completely broken off as complaint. We cannot determine exact root cause, but the damage (pins of the flex shaft are broken) indicate that excessive mechanical force during the surgery may have caused this reported problem and/or insufficient connection between synream pins and reamer head. Unfortunately, we only have limited information in the complaint description and cannot confirm how this was done. To prevent such problems, it is necessary to operate according to the technique guide. Moreover, we cannot confirm how many times this article had been used. What we can confirm, however, is that the article was produced meeting all in-house and product release specifications in september, 2010 as a full device history record review was conducted. No actual product fault could be determined. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a femoral interlocking procedure the initial reaming had gone very smoothly, but then the flexible shaft broke. The surgeon pulled it back and continued with the procedure. There was no reported harm to patient. There was a surgical delay of 5-10 minutes due to the reported event. This report is 1 of 1 for (B)(4).